Event description:
It was reported that approximately unknown months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant products: (B)(6) - 120-01-56 - acumatch cluster cup porous coated 56mm, (B)(6) - 120-65-15 - bone screw 6.5mm dia x 15mm long, (B)(6) - 120-65-40 - bone screw 6.5mm dia x 40mm long, (B)(6) - 122-65-30 - 6.5mm acetabular bone screw 30mm, (B)(6) - 148-36-07 - 12/14 zirconia head 36mm rep by 170-36-07, (B)(6) - 160-01-14 - pf stem tapered plasma ext offset sz 14. The product associated with the reported event is within the scope of recall z-1728-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation manufacturer narrative updated: the most likely underlying cause for the revision reported in (B)(4) is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.